Manufacturer narrative:
The field service representative (fsr) discovered a note as the roller pump was set aside and tagged as not working properly. The fsr performed diagnostic tests successfully. The fsr operated the roller pump for one hour with and without tubing, and was unable to duplicate the reported issue. Corrective maintenance/ inspection was completed. The unit operated to MFR specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump speed surges up and down without touching rheostat. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.